Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left breast feels "firm and looks abnormal due to capsular contracture, baker grade "iii". Patient also reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "left side implant movement". Device remains implanted.